Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the distal half of an nc emerge device. No hub was present to confirm batch number. The shaft, hypotube, tip and balloon were microscopically and visually examined. The balloon was tightly folded. There was blood in the guidewire lumen. There was a complete hypotube separation 82.2cm proximal of the tip. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. Inspection of the device revealed tip damage. A 5f guide catheter was advanced up to separation with no issues. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 2.50mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, it was noticed that the shaft broke. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 2.50mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, it was noticed that the shaft broke. The device was removed and the procedure was completed with a different device. No patient complications were reported.